Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented with diaphragmatic stimulation. Upon interrogation, loss of capture was observed on the ra and rv leads. Chest x-ray revealed that the ra and rv leads had pulled back. The physician attempted to reposition the leads but the helix would not extend. The leads were removed and replaced. The patient is doing well and will continue to be monitored.